Event description:
During preparation for a coronary artery bypass graft procedure, the heartstring seal "is not dense" while loading into the delivery tube. The failure analysis investigation results indicated that the heartstring seal was cracked and unraveled at the distal end. The report indicates no patient involvement. The distributor did not provided any further information.